Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report# 1627487-2013-00618. The patient (australia) is implanted with four percutaneous leads from two different lots. It was reported the patient is not receiving adequate therapy coverage. The physician believes implantation of a different therapy regime is the best option to obtain the needed coverage.